Event description:
It was reported that at implant the physician could not get a threshold of less than three volt. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unacceptable threshold was not confirmed. Analysis was normal. No anomaly was found.